Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test kits, so this is an out of box issue. When the customer performed the 3 tests correctly, the test cassette showed red line next to the t-line, and nothing next to the c-line. The customer could not send us a confirmation picture of the test cassette. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Manufacturer narrative:
Case outcome: refer to (B)(4) form b investigation (previously investigated for the same issue). Retention samples were tested, and the complaint issue was not found from the retained cassettes. The complaint is not verified the following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test kits, so this is an out of box issue. When the customer performed the 3 tests correctly, the test cassette showed red line next to the t-line, and nothing next to the c-line. The customer could not send us a confirmation picture of the test cassette. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.